Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed a fixation problem. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant attempt, the left ventricular (lv) lead did not form it's normal two cants at the tip after opening and removing the lead from the package. The distal cant was almost straight and slightly oblique while the proximal cant was closer to 30 degrees rather than the usual 90 degree bend. The physician attempted to implant the lead and was unable to get it to stay in place. The lv lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.